Event description:
The customer reported that the central nurse's station (cns) froze and then shut down while monitoring patients.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) froze and then shut down while monitoring patients. No harm or injury was reported. The cns was monitoring transmitters at the time. The customer sent this unit in for a repair. Service requested / performed: evaluation / repair. Investigation summary: a review of the device history found that the hard drives were not reported to have been replaced in the 7 years of the life of the device. The root cause of the issue is considered to be hard drive failure due to lack of preventative maintenance. Investigation of the reported issue found the root cause of the cns boot up issues to be due to overdue maintenance. Hard drives are routine service component and are expected to be replaced periodically or as indicated (preventative maintenance). This issue does not suggest an nk device deficiency/malfunction.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) froze and shut down. No harm or injury was reported. The cns was monitoring transmitters at the time. The customer will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) froze and shut down.